Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient experienced a seizure the day prior for the first time in a long time. It was reported that the patient's school reported that the patient has not seemed to be doing as well as in the past. It was reported that device diagnostics were performed and resulted in high impedance. The patient was referred for x-rays and surgery was scheduled. It was later reported that the patient underwent surgery and the surgeon found a broken wire in the neck area. The surgeon replaced the lead and reported that the system is working "perfectly" now. It was reported that the device was programmed off after observing the high impedance. X-rays did not identify a clear lead break and will not be sent to manufacturer for review. No patient manipulation or trauma was reported by the family. The lead and generator were received for analysis. Analysis is underway, but has not been completed to date.